Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
It was reported by the patient's aunt that at the end of (B)(6) this year 2021 or the first days of (B)(6) the nephew stayed in the hospital for 3 days because they felt sick with vomiting. The patient ended up having a stomach infection. Additionally, the aunt mentioned that the patient's basal should have been set to deliver 0.50 u/hr but was getting less than that, so they believe the infection plus having the basal set incorrectly caused their admission to the hospital. The patient's blood glucose went up till 700 mg/dl while at the hospital. They were treated with intravenous therapy with fluids and insulin.